Event description:
It was initially reported from (B)(6) 2011 that the patient was experiencing a loss of therapeutic effect. The patient felt stim after last programming session about 1 month ago, but it only lasted for a few days and the patient had felt nothing since. The patient's status was noted as good. It was noted that patient education on patient programmer use resolved the issue. The patient recovered comfortable stim by increasing amplitude to 3.00v. Subsequent information noted that the patient was having concerns regarding their device or therapy but was working with their physician. Additional information received noted that the cause of the event was unsure. Abnormal impedance was noted: greater than 4000 in electrode pair 0 and 1. Reprogramming was performed (B)(6) 2012; the patient felt stim appropriately. Patient outcome: no injury.

Manufacturer narrative:
Concomitant medical products: neuro adaptor model # 355018 lot # w59949 implanted (B)(6) 2011 explanted unknown; lead model # 3889-28 lot # v610557 implanted (B)(6) 2011 explanted unknown; programmer model # 3037 lot # njd120615n.